Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded the trace history files using the thus software. No data available on the event date, however there was a pump error 53 alarm on 01/03/2025 18:31:43.000 linenumber = 5632 filenumber = 2005. Per software r&d pump analysis log, this is sw issue: error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case battery tube area, partially broken off battery tube threads, peeling end cap address label, and scratched case. Cracks on pump, pump error 53 and open book were confirmed during analysis. Open book was due to pump error 53 and pump error 53 was due to a software anomaly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the case of the insulin pump. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1712kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1712kl was requested and customer returned the device.